Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that within a few weeks of implant, the right ventricular (rv) lead exhibited diminished r-waves and elevated thresholds. A microperforation was suspected. The rv lead was revised, and remains in use. During the rv revision, it was not possible to reconnect the atrial lead to the device due to a setscrew issue in the atrial port. The device was explanted and replaced. No patient complications have been reported as a result of this event.